Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: march 28, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during testing of the nail extractor and hammer guide for a scheduled revision surgery on (B)(6) 2016, when the two devices were put together, they felt rough, barely engaged, did not fit together, and metal shavings were generated. The devices were taken apart. It was noted the threads seemed like they weren't matching up when the hammer guide was hooked to the helical blade extractor. The two original parts were put together again (nail extractor and hammer guide) and then they not able to be separated; they seemed stuck together and may be cold welded together. A 4.5 pin wrench was used to try to get the devices apart, but the wrench broke into two pieces. This complaint is for the instruments and is linked to (B)(4) (which is for the revision surgery). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (nail extractor, part number part 03.037.032, lot number 8522001). The returned device was received at the investigation site with the threads bound to the threads in a hammer guide (part 03.010.170) such that the parts could not be separated by hand. The two parts were only able to be separated using a long-handled open-end wrench in combination with a vise. The investigation confirmed that separating the two parts by hand or with a pin wrench would not have provided sufficient torque. Separating the parts revealed that the internal threads on the hammer guide had been stripped off, while the external threads in the nail extractor showed metallic buildup and residue. This seems to indicate galling in the thread junction that would have made the parts especially difficult to separate. The complaint report indicates that the parts initially did not fit well, but that the user connected them regardless. If minor galling caused the initial resistance, the increased friction between the two parts could have contributed to more galling that eventually adhered the two parts together. Although the two parts did not appear misaligned when stuck together, if the user had assembled the parts slightly off-axis, this would have made them more difficult to assemble and disassemble. This complaint is confirmed. The root cause was determined to be galling in the thread junction of the hammer guide causing the parts to adhere together, preventing disassembly caused by wear due to normal use and services. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.